Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. New information revealed that the reportable device for this event is the sl1 sheath. Give this, the manufacturing site number for this report is 3005334138.

Event description:
During the pulmonary vein isolation procedure, it was noted that while inserting the needle into the sheath, the needle did not go through the sheath cleanly, and a "scratching" feel was noted. The needle was replaced, and the procedure was completed with no adverse consequences to the patient.